Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported via web self-service that the patient's cgm was reading 115 mg/dl and the blood glucose reading was 40 mg/dl. The patient did experience symptoms prior to and/or at the time of the event; however, specifics were not documented. The patient was reportedly treated for hypoglycemia at ER; however, specifics about treatment were not documented. At the time of the report, the patient was stable at home the same day as the reported event. Attempts to contact the patient by phone and email for more details about the episode were not successful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.